Event description:
Emergency medical service personnel were attending to a patient condition unknown. Reportedly the device failed to shock the patient. There were no adverse effects to the patient reported as a result of the alleged malfunction.